Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose reading is 218 mg/dl. The blood glucose reading at the time of the event was 730 mg/dl. Customer stated that he felt over all discomfort. Hospital treated with insulin via IV. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.